Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Dexcom was made aware on (B)(6) 2025, that on (B)(6) 2024, the patient experienced a skin reaction. It was reported that the pediatric patient experienced a skin reaction with itching, rash, redness, drainage and pustules extended beyond the patch perimeter, which occurred 7 days after the sensor had been inserted in the arm. The lower part of the wearable appears to be purulent, and the area under the overpatch appears to be reddish. The patient went to a nearby internal medicine clinic. The reaction was treated with a prescription of an oral augmentin 375mg (amoxicillin) and gendacin ointment 10g. No photo was provided. At the time of the report a scab has formed, and it looks like it will heal soon. There was no documentation of further medical intervention. No additional event or patient information is available.